Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: during ventilation, the screen suddenly went black. The patient was bagged and moved to another ventilator. No harm to the patient occured.